Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found a low battery reset due to an undetermined cause.

Manufacturer narrative:
The previously reported (B)(4) no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving lioresal at an unknown concentration and dose via an implantable pump. It was reported there was an issue with the baclofen pump. The ¿drp¿ was 9 months. On (B)(6) 2016, the patient underwent an MRI of his knee. One hour after this MRI, a motor stall was displayed on the n¿vision screen. One hour after this first interrogation, a ¿safe state¿ was displayed on the n¿vision screen. On the logs, the hcp read a motor stall, and that the pump resumed its infusion and a ¿safe state¿ because of an insufficient energy of the battery. It seemed that the alarms sounded properly. Troubleshooting included reprogramming of the pump without any success. The pump was going to be replaced. The date of this planned replacement was (B)(6) 2016. It was unknown if the issue was resolved. The patient status was alive ¿ no injury. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.